Event description:
It was reported that during a routine visit, this pacemaker system was found to have recorded high out of range right atrial (ra) lead pacing impedances that were greater than 2000 ohms by the physician. It was noted that the ra lead is a non-(B)(6) product. The physician noted that isometric testing was performed, and noise was reproduced and observed. Technical services (ts) discussed possible causes with the physician. The physician reprogrammed the device settings and will continue to monitor the patient. At this time, the pacemaker and the non-(B)(6) ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).